Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition could not be determined.

Event description:
During device evaluation by baxter personnel, it was discovered that an infusor had flow stop after 24 hours of attempted device drainage. After flow stopped, it was noted that approximately 20 ml of fluid remained in the reservoir. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The condition of an infusor with flow stoppage was confirmed during device evaluation by baxter personnel. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.